Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2009-(B)(6), 4076 implantable pacing lead - 2009-(B)(6). (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician accidentally cut the left ventricular (lv) lead. The lead was partially explanted and the lv port was plugged on the new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine device replacement procedure, the physician accidentally cut the left ventricular (lv) lead. The lead was partially explanted and the lv port was plugged on the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.